Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.

Event description:
It was reported that all horizon yellow open applicators have an alignment challenge.

Manufacturer narrative:
Qn# (B)(4). Complaint voided: this complaint has been voided due to the applier was last serviced on (B)(6) 2015 and is overdue for an additional service, because the tips are out of alignment. This is a service issue and not a legitimate complaint. Please make a note of it for your records.